Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for potentially associated lot numbers gd893586 and gd893867 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional information become available, a follow-up report will be submitted.

Event description:
This is report 2 of 2. This is a report of peritonitis in a patient coincident with dianeal therapy. Dianeal therapy was ongoing. The patient experienced peritonitis. The patient was not hospitalized for peritonitis. The cause of peritonitis was unknown. Treatment rendered was not reported. The patient had recovered from this peritonitis event.

Manufacturer narrative:
(B)(4).